Event description:
User measured reading of 22.9 mmol/l with ibgstar. User did not feel symptomatic. User injected 8 units of novorapid, based on reading. Two hours later, ibgstar reading was 22 mmol/l. User injected more novorapid without food. User measured blood sugar again an hour later ibgstar reading was 26 mmols. User was asymptomatic with these 'high' results. User went to bed and during the night had symptoms of a hypoglycemic attack (tongue numbness, shaking and sweating). Member treated hypoglycemia symptoms without taking a readings. User stated he felt like he was reading around 2 mmol/l.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited information provided.